Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes with water samples, there was non-negligible amounts of trifluoroacetic acid (tfa) found inside three devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes with water samples, there was non-negligible amounts of trifluoroacetic acid (tfa) found inside three devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. Therefore, a total of 100 retained samples from each lot number 5035629, were visually inspected, and no additive abnormalities were found. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lot 5035629, for the indicated failure mode: additive contamination. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.